Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unspecified location. The set was filled with fluoruracil and 0.9% normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from may 29, 2019 - may 31, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the photograph showed droplets of fluid inside the bag that contained the infusor device which suggested a leak. The exact location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.